Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve was tightened which resolved the odor/smells issue. Unit meets specifications and was returned to service on 01/13/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method - materials and chemistry evaluation. Results - degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit was reviewed for the past 6 months ((B)(4) 2015 to (B)(4) 2016) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor smells is the loose oil return valve. The field service engineer tightened this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.